Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("positive pregnancy"), premature rupture of membranes ("premature rupture of membranes"), amniorrhoea ("suspected amniotic fluid leakage"), haematochezia ("haematochezia"), embedded device ("essure embedded in the myometrium") and uterine abscess ("uterine abscess") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device inefective"). The patient had a medical history of caesarean section (history of 4 normal deliveries and a caesarean section with an inverted t-shaped incision in hysterotomy due to difficulty in foetal extraction. Weight 88.4 kg, height 1.60 m. Two of her children have 33% and 35% disabilities) and parity 4 (4 normal deliveries.). Previously administered products included: cerazet. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1000 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion intervention required). On (B)(6) 2019 she experienced premature rupture of membranes (seriousness criteria hospitalisation and medically important) and amniorrhoea (seriousness criterion medically important). On (B)(6) 2020 she experienced dysmenorrhoea ("intense dysmenorrhoea") and heavy menstrual bleeding ("heavier than normal menstruation"). On (B)(6) 2020 she experienced abdominal pain lower ("intense pain in the hypogastrium"). Essure was removed on (B)(6) 2020. An unknown time later she experienced haematochezia (seriousness criterion hospitalisation), embedded device (seriousness criteria hospitalisation and intervention required), uterine abscess (seriousness criterion medically important), device dislocation ("right essure was not visualized") and postoperative wound infection ("she had an infection of the surgical wound"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with clindamycin, cephalosporin nos and gentamycin injection (gentamicin sulfate) as well as surgery (on (B)(6) 2019 bilateral salpingectomy & caesarean section and hysterectomy). At the time of the report, the postoperative wound infection was resolving and the premature rupture of membranes had resolved. The outcomes for amniorrhoea, haematochezia, embedded device, dysmenorrhoea, heavy menstrual bleeding and abdominal pain lower were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The apgar score was 9, 10, 10 (at 1, 5 and 10 minutes). The reporter considered abdominal pain lower, amniorrhoea, device dislocation, dysmenorrhoea, embedded device, haematochezia, heavy menstrual bleeding, postoperative wound infection, pregnancy with contraceptive device, premature rupture of membranes and uterine abscess to be related to essure administration. The reporter commented: the patient underwent hysteroscopy on (B)(6) 2016, 6 rings were implanted in the right tube and 5 rings in the left tube. On (B)(6) 2019, the patient went to the emergency department due to haematochezia and was diagnosed with a short cervix, so she was admitted for evaluation of the threat of premature birth and treatment with corticosteroids was administered for foetal lung maturation. In the event of caesarean section, she was offered a bilateral salpingectomy. She signed the informed consent for it to be performed during it. Discharged (B)(6). She was admitted for intravenous antibiotic treatment with clindamycin+cephalosporin+gentamicin. During admission, drainage of the abscess was performed using interventional radiology with a good subsequent course. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: the existence of a 60x38x26 mm hypodense collection compatible with a uterine abscess that also affected the wall on the same side, while observing the presence of the essure embedded in the myometrium [hysterosalpingogram] on (B)(6) 2016: absence of tubal patency and the correct location of the essure in both tubes, [pathology test] on (B)(6) 2020: myomas and the existence of a metal device in the endometrial cavity [ultrasound scan] on (B)(6) 2016: visualize the rings in the right tube due to the contrast of the hsg performed that same day.; on (B)(6) 2019: (12+5) first trimester screening was performed; low risk for trisomy 21 and 18. Anterior calcified myoma measuring 25 mm; on (B)(6) 2019: 15+6 weeks, normal; on (B)(6) 2020: enlarged uterus, ultrasound showing 3 myomas, normal adnexa, no pelvic collections observed.; (date unknown): 21. Weeks. It showed consistent biometrics and no malformations were visualized. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("positive pregnancy"), premature rupture of membranes ("premature rupture of membranes"), amniorrhoea ("suspected amniotic fluid leakage"), haematochezia ("haematochezia"), embedded device ("essure embedded in the myometrium") and uterine abscess ("uterine abscess") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device inefective"). The patient had a medical history of caesarean section (history of 4 normal deliveries and a caesarean section with an inverted t-shaped incision in hysterotomy due to difficulty in foetal extraction. Weight 88.4 kg, height 1.60 m. Two of her children have 33% and 35% disabilities) and parity 4 (4 normal deliveries). Previously administered products included: cerazet. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1000 days after essure insertion, she experienced pregnancy with contraceptive device (seriousness criterion intervention required). On (B)(6) 2019, she experienced premature rupture of membranes (seriousness criteria hospitalisation and medically important) and amniorrhoea (seriousness criterion medically important). On (B)(6) 2020, she experienced dysmenorrhoea ("intense dysmenorrhoea") and heavy menstrual bleeding ("heavier than normal menstruation"). On (B)(6) 2020, she experienced abdominal pain lower ("intense pain in the hypogastrium"). Essure was removed on (B)(6) 2020. An unknown time later she experienced haematochezia (seriousness criterion hospitalisation), embedded device (seriousness criteria hospitalisation and intervention required), uterine abscess (seriousness criterion medically important), device dislocation ("right essure was not visualized") and postoperative wound infection ("she had an infection of the surgical wound"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with clindamycin, cephalosporin nos and gentamycin injection (gentamicin sulfate) as well as surgery (on (B)(6) 2019 bilateral salpingectomy &caesarean section and hysterectomy). At the time of the report, the postoperative wound infection was resolving and the premature rupture of membranes had resolved. The outcomes for amniorrhoea, haematochezia, embedded device, dysmenorrhoea, heavy menstrual bleeding and abdominal pain lower were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2019. 2370g was the reported birth weight. The apgar score was 9, 10, 10 (at 1, 5 and 10 minutes). The reporter considered abdominal pain lower, amniorrhoea, device dislocation, dysmenorrhoea, embedded device, haematochezia, heavy menstrual bleeding, postoperative wound infection, pregnancy with contraceptive device, premature rupture of membranes and uterine abscess to be related to essure administration. The reporter commented: the patient underwent hysteroscopy on (B)(6) 2016, 6 rings were implanted in the right tube and 5 rings in the left tube. On (B)(6) 2019, the patient went to the emergency department due to haematochezia and was diagnosed with a short cervix, so she was admitted for evaluation of the threat of premature birth and treatment with corticosteroids was administered for foetal lung maturation. In the event of caesarean section, she was offered a bilateral salpingectomy. She signed the informed consent for it to be performed during it. Discharged (B)(6). She was admitted for intravenous antibiotic treatment with clindamycin+cephalosporin+gentamicin. During admission, drainage of the abscess was performed using interventional radiology with a good subsequent course. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: the existence of a 60x38x26 mm hypodense collection compatible with a uterine abscess that also affected the wall on the same side, while observing the presence of the essure embedded in the myometrium. [Hysterosalpingogram] on (B)(6) 2016: absence of tubal patency and the correct location of the essure in both tubes. [Pathology test] on (B)(6) 2020: myomas and the existence of a metal device in the endometrial cavity. [Ultrasound scan] on (B)(6) 2016: visualize the rings in the right tube due to the contrast of the hsg performed that same day. On (B)(6) 2019: (12+5) first trimester screening was performed; low risk for trisomy 21 and 18. Anterior calcified myoma. Measuring 25 mm; on (B)(6) 2019: 15+6 weeks, normal; on (B)(6) 2020: enlarged uterus, ultrasound showing 3 myomas, normal adnexa, no pelvic collections observed.; (date unknown): 21 weeks. It showed consistent biometrics and no malformations were visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: nullification: upon receipt of follow up information this report was detected to be a duplicate to record #(B)(4) to which all information will be transferred, then this duplicate record #(B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.